Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) device. The device's stiffness is not effective enough and the pump is very stiff. A patient outcome was not reported.